Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device was used to treat the right coronary artery (rca). The first treatment was performed at low speed successfully. During the second treatment, the driveshaft fractured in the rca. A subintimal tracking and reentry technique was performed to retrieve the fractured component, however, was unsuccessful. A covered stent was placed to entrap the driveshaft fragment in the vessel. Balloon angioplasty was performed successfully. The patient was admitted to the hospital for observation and recovery. The next day, the patient was stable and was discharged. Dual antiplatelet therapy was prescribed and angiography tests will be performed every three months.